Manufacturer narrative:
Plant investigation: the reported complaint could not be confirmed as the complaint device was not returned for manufacturer evaluation. A review of the instructions for use (IFU) determined that the described situation is adequately addressed. Due to 100% testing, it is highly unlikely to detect a failure in any retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not performed. For similar cases in the past, extraction of retention samples showed no unusual residuals which could lead to the reported reaction. Therefore, it is assumed that the patient allergy/reaction might have been caused by other factors besides the dialyzer, for example, the specific physical/medical status of the patient. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
It was reported to fresenius that a patient on continuous renal replacement therapy (crrt) utilizing the ultraflux av 600s dialyzer experienced dyspnea during a crrt treatment. Upon follow up, it was reported the patient experienced dyspnea approximately five minutes into their crrt treatment. The patient was given oxygen and a one-time intravenous infusion of dexamethasone at 10 mg. No blood loss was reported. The patient rested for 30 minutes following the event as their symptoms subsided. It was reported that the patient had previously utilized toray dialyzers (not a fresenius product) for crrt and this event was the first time the patient utilized the ultraflux av 600s dialyzer. The patient had not experienced a dialyzer reaction prior to this event, and therefore, going forward they resumed use of the toray dialyzers. There was no indication this event was caused by a deficiency or malfunction of the ultraflux dialyzer. The patient recovered from the event and is reportedly doing well. The sample was not available to be returned for evaluation. Clinical investigation: a temporal relationship exists between crrt with the use of the ultraflux av 600s dialyzer and the event of a dialyzer reaction, characterized by dyspnea. It is well documented that patients on hemodialysis may experience reactions involving non-biocompatibility due to the composition of dialyzer membranes of various types of dialyzers. In the ultraflux instructions for use, it states, ¿in rare cases, hypersensitivity reactions may occur during acute dialysis treatment. In severe cases dialysis must be discontinued and the appropriate medication initiated¿. Therefore, it can be concluded the patient¿s reaction to the ultraflux av 600s is a known, anticipated adverse event caused by the patient¿s physiological reaction to this type of dialyzer. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.